Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, and microscopic and dimensional testing were performed. A microscopic examination of the crimped stent identified that the mid to distal end of the crimped stent was stretched distally on the balloon. This resulted in the misalignment of the stent struts with the distal end of the stent being pulled over the distal markerbands. No other damage was observed along the device. The undamaged crimped stent od (outer diameter) was measured using a snap gauge and the result was found to be within device specification.

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left circumflex artery. During the procedure, a stent was implanted. However, it was immediately explanted when it was observed that it was not in good condition, and burrs were found after withdrawal. The procedure was completed with another of the same device. No patient injuries reported, and the patient was stable post-procedure.

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left circumflex artery. During the procedure, a stent was implanted. However, it was immediately explanted when it was observed that it was not in good condition, and burrs were found after withdrawal. The procedure was completed with another of the same device. No patient injuries reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).